Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system went down during procedure. Review of the system log file showed that the malfunction in ip-pc. The fse replaced ippc hard disk and installed software, ghost image created, and device extensively tested. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device¿s image processing computer (ippc) was not booting. The device was inside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation for this complaint.